Event description:
The patient was originally admitted in 2001 with a sub-trochanteric fracture and treated with a standard gamma nail. Patient presented with a non-union at last weekend and discovery of broken nail was made. Patient was treated with long gamma nail grafting.